Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a replacement of the central processing unit (cpu) cover tray and rubber foot was required. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a replacement of the cpu cover tray and rubber foot kit was required. The customer ordered and replaced the cpu cover tray and rubber foot kit to resolve the reported issue. The customer replaced the cpu cover tray and rubber foot kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a replacement of the central processing unit (cpu) cover tray and rubber foot was required. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing